Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by valve positioning, patient anatomy, and calcification level or presence of pre-existing patient conditions. One still image was provided for review and confirmed a significant amount of aortic insufficiency. However, the only way to confirm a torn/partially detached leaflet would be to review moving images. From the limited information available, no moving images to review and no device returned for evaluation, the reported subsequent regurgitation and leaflet partially detached, was not able to be fully assessed and a conclusive cause for this event could not be determined. It should be noted that additional post-implant balloon aortic valvuloplasty (bav) was conducted after the valve was implanted. The balloon size is unknown and it is unknown if the balloon was potentially over inflated or other conditions present during the procedure. Per the device instructions for use (IFU), ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted and a post balloon aortic valvuloplasty (bav) was performed. After the inflation, an echocardiogram revealed severe central aortic regurgitation. It was thought that the leaflet was stuck open and a pigtail was used to probe the valve to free the leaflet, however, was unsuccessful. Another bav was used with no improvement of the central regurgitation. An echocardiogram revealed that the leaflet was partially detached during further interrogation. Subsequently, a second transcatheter bioprosthetic valve was implanted and resolved the central regurgitation. No further adverse patient effects were reported.